Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was 2/3 deployed when it was noted to be deep in the annulus. It was attempted to pull the valve back but resulted in the valve dislodging. The valve was left in the ascending aorta and a second valve was implanted successfully. No adverse patient effects were reported.